Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2021, it was reported that while the patient was sleeping, the infusion set's tubing got detached at the tubing connector. The site location was patient's abdomen and the patient was sleeping, therefore the patient was not sure where the pump was at night. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.